Event description:
It was reported that the device reached possible premature battery depletion. The device will be explanted and replaced. The right ventricular lead threshold is slightly high. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: d164awg implantable cardioverter defibrillator: (B)(6) 2009. A 4244 implantable lead, (B)(6) 2009. (B)(4).